Event description:
It was reported that this atrial lead dislodged approx. 3.5 months after the implantation.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Damages like the cuts into the insulation 5 and 6 cm distal to the is-1 connector pin most likely occurred during the extraction procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the mechanical inspection were within the technical specifications. The steroid carrier was found removed from the lead tip and was not returned. Removing the steroid carrier requires the presence of strong pulling forces. Tensile forces applied during the explantation procedure should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.